Event description:
The following was reported to hamilton medical ag: the ventilator technical state was failing during start up, and no information from pressure sensor or air flow sensor showing. Additionally, the ventilator was alarming with tfs 481004 and 446026.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4) . Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the ventilator technical state was failing during start up, and no information from pressure sensor or air flow sensor showing. Additionally, the ventilator was alarming with tfs 481004 and 446026.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - additional information: the entry fields have been updated. At start the device demonstrated some technical fault (tf). The issue was discovered during set up with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury to a patient. Logfiles and affected device were investigated. Based on this investigation, the root cause of the event for the malfunction was determined to be a defective driver board and a defective pressure sensor assembly. After replacing both components, the device was found to be functional and was released for use.